Event description:
The string must have been missing; found no string at all attached [device issue]. I was unaware this tampon was still inside me [foreign body in reproductive tract]. The smell was horrible [product odour abnormal]. Stress [stress]. Anxiety [anxiety]. Cramping afterwards [muscle spasms]. Developed a vaginal odor [vaginal odour]. Sharp stabbing pain in her lower abdomen [abdominal pain lower]. Case narrative: on 21-feb-2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was using o.b. Original tampons applicator and non-applicator versions ultra (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as "for so many years," relative to (B)(6) 2022), the consumer started use of o.b. Original tampons - applicator and non-applicator versions ultra. On (B)(6) 2022, the consumer inserted a tampon, and the string was missing. She was unaware the tampon was still inside her. On (B)(6) 2022, the consumer stopped bleeding and developed a vaginal odor. She spoke with a healthcare provider, who instructed her to go to a gynecologist; however, she was refused treatment due to time of office closure. Additionally, her family doctor was already closed. Finally, she went to an urgent care, but they were unable to treat her for this issue. Subsequently, she sought treatment off record from the hospital where she worked (also reported as the ER [emergency room]) and had the product removed 5 days after it was inserted. They found no string attached, and "the smell was horrible." She experienced stress and anxiety. Additionally, on an unspecified date in (B)(6) 2022, after having the product removed, the consumer experienced cramping. On (B)(6) 2022, she experienced a sharp stabbing pain in her lower abdomen, but she did not know if it was related to the incident or not. As of 24-feb-2022, the status of product use was not reported, the outcomes of stress and anxiety were resolved, and the outcomes of cramping and sharp stabbing pain in her lower abdomen were not reported. The consumer anticipated a follow-up obgyn (obstetrics and gynecology) appointment on 02-mar-2022, but did not think she would go, as she did not have time for all this. No additional information was provided.

Manufacturer narrative:
Device history record review was conducted for ob super+ original unsc 40ct, lot 21072dc. There were no nonconformances that would have contributed to the issue reported by the consumer when she did not inspect the tampon for a string before insertion. Trend analysis was performed and there were no trends identified. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.